Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a smear was observed in/on the tubing of a small volume infusor prior to connecting to the patient. It was further specified that the smear resembled a burn. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17f039 was manufactured 6/19/2017 - 6/20/2017 the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a brown particle embedded in the tubing. The particle was analyzed via spectroscopy and found to be the same material as the tubing. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.